Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported the customer had issues with low blood glucose levels. It was reported that the customer did not know how to use the insulin pump. It was reported that the customer was contacted and states it has been over 5 years since the customer met with a trainer. The customer's blood glucose level was reported to have been as low as 40mg/dl, but their most current was 238mg/dl. It was reported that the customer was assisted with pump questions, but declined to troubleshoot the device at this time. No further assistance was reported to have been needed.